Manufacturer narrative:
Patient weight was unavailable from the site. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to remove a non-functional right ventricular (rv) lead, the spectranetics 14fr glidelight laser sheath was utilized. While using the laser sheath just proximal to the distal coil on the lead the patient's blood pressure dropped. Rescue interventions were implemented and a tear was found in the superior vena cava (svc) & inferior vena cava (ivc). The tear was repaired, the lead removed, and the patient survived the procedure.